Event description:
Information was received from a company representative via the patient's healthcare provider (hcp). No patient information was provided at the time of this report. It was reported by the company representative that the hcp was doing a pump refill today (B)(6) 2023. And when they went to fill the pump, they realized that the concentration of the medication in the pump was not updated correctly. The rep stated 'they just acquired the patient and unsure when the issue started'. It was further reported that the pump was showing 1 mg/ml but the actual concentration is 20 mg/ml. The rep stated that 'the clinic is trying to call to the patient's previous doctor to confirm what was in the pump prior'. Additional information was received from the manufacturer representative (rep). The rep reported that actions/interventions included calling the pharmacy to confirm previous medication in the pump to the current medication in the pump. The patient weight was unknown. There were no patient issues or symptoms at all. The concentration issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog; serial# unknown; product type programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.